Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation nor will it be. The customer does not have a fiber to return and did not plan on doing so. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the soltive premium superpulsed laser system broke off when the laser foot pedal was stepped on and a small fire occurred. The issue was found during the therapeutic procedure and was completed with a similar device and no delay. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).